Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, bleeding, dyspareunia, and vaginal scarring following the procedure. It was reported that the patient underwent mesh extrusion of dissected mesh and repair of vaginal tissue on (B)(6) 2006 due to mesh extrusion. The patient underwent endocystourethoscopy for possible mesh erosion due to urethral pain on (B)(6) 2010. It was reported that the patient underwent mesh excision due to urethral stone with mesh erosion on (B)(6) 2010. The patient underwent mesh excision due to painful urination and painful sexual intercourse (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.